Event description:
It was reported that an increase in lead impedance was observed. Loose connection was suspected. The pocket was opened and the lead could be pulled out with ease. The ICD was replaced and the lead remains implanted.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.